Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the pace/sense and shock channel, high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient had a tortuous superior vena cava and the device was implanted subpectoral. A lead fracture was suspected. An invasive procedure was performed. The lead was unable to be explanted due to the patient's anatomy and was surgically abandoned and replaced. The device was moved subcutaneous and remains implanted and in service. No additional adverse patient effects were reported.